Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector during user handling of the device. The water invasion caused an abnormality in the electronic components resulting in the b30 error message. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: "inspection of the endoscopic image." The suggested event is preventable by handling the scope in accordance with the following sections of the instructions for use: -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a rubber glue is peeling; o ring near scope cover is broken; and the scope connector flooded. A supplemental report will be submitted upon completion of the investigation or / if any additional information is provided by the user facility.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image and an intermittent b30 scope communication error message was displayed. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.